Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to patient experienced burry vision. The clinical reason for explant was reported to be refractive surprise patient dissatisfied with vision. The iol was replaced with unspecified lens approximately three months after initial procedure. Additional information was requested.